Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp was closed at the sample and the patient connector was not closed, the original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. In addition, the sample was filled up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump did not work (solution was not running). Leaks were not detected. The received sample is not within our specifications. We have informed our manufacturer accordingly. Statement: received one piece of used, approximately full filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was observed at the filter housing and along the tubing of the returned sample. Crystallized residue also observed at the glass tube area and patient connector. Clamp clip of the returned sample was opened and waited for 10 minutes, solution was not flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Analysis: returned sample was filled with nacl to its nominal volume of 100 ml, and left for 1 hr. After 1 hour, solution was not flowing. It could be possibly contributed by the crystallized residue which is still stuck in the tubing and could not be flushed out during the de-con process. Thus, water flow rate test cannot be proceeded. Conclusion: the slow flow rate complaint is not judgeable. Justification: not judgeable. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process or final control inspection.

Event description:
As reported by the user facility ((B)(4)): doesn't diffuse totally. Treatment: 5fu.